Manufacturer narrative:
The patient's weight was unable to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-00725. It was reported the patient underwent surgical intervention due to an issue reported under MFR report#: 1627487-2021-00216 and MFR report#: 1627487-2021-00217. During the surgical procedure, the physician was unable to remove the patient's left l1 (drg) lead due to excess scar tissue being present. Therefore, the physician decided to cut the patient's left l1 (drg) lead and left it in place/implanted. Both of the patient's drg leads located at l1 are being reported because it's unknown which lead was cut by the physician and left in place/implanted.